Event description:
It was reported during steam shaping of the device tip, during preparation, it broke off. There was no patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Inspection of the returned device noted that the distal tip of the catheter shaft appeared to have been broken off and was not returned. No other anomalies were noted. A root cause of use/user error was assigned as the event description reported the steam shaping occurred for approximately 30 seconds. Directions for use for this product family instructs the user to hold the microcatheter no closer than 2.54cm from the steam source for approximately 10 seconds.

Event description:
It was reported during steam shaping of the device tip, during preparation, it broke off. There was no patient involvement.